Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the pump was reset and the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. Customer¿s blood glucose level was 273 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.